Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device of this incident, it was determined that the alert was received for a data synchronized error. A technical support specialist (tss) reported that an alert was received pertaining to a datasync error. Upon checking the station, tss confirmed that the med application was down. Tss performed a reboot of the station, after which the medapp and all related services were running normally. Tss also reviewed the datasync logs and found no errors after the reboot. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the cfndatasyncservice had stopped running for more than five minutes. There were no adverse events or injuries reported based on this event.